Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited inflation issues. The physician believed the device was broken; therefore, a surgical procedure was performed. Upon revision, it was noted that the right cylinder had a punch. The device was removed and replaced. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. Both cylinders were microscopically inspected and tested for leaks. Wear at fold in the middle, proximal and distal end of each cylinder was noted, along with a hole at corner of a fold in the proximal end of their bodies. None of the cylinders passed the leakage evaluation. The pump was microscopically inspected, leak and functional tested. The component passed leakage and functional testing; however, upon microscopic examination, it was noted that the kink resistant tubing (krt) was worn to the filament. Based on the information available and analysis results, the hole identified in both cylinders could have caused or contributed to the reported clinical observations.

Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited inflation issues. The physician believed the device was broken; therefore, a surgical procedure was performed. Upon revision, it was noted that the right cylinder had a punch. The device was removed and replaced. There were no patient complications.